Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that . It does not feel like therapy has been working for the past 2¿3 months. The patient said that she wakes up so many times at night. The patient also said that she has been doing a lot of spring cleaning and lifting heavy boxes. The patient also mentioned that she can really feel the battery, like it is coming out. When asked, the patient said she hadn't made any adjustments to the setting. The agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information and general programming guidance. With instructions, the patient connected to the implant and received the por message. I reviewed the meaning of the code and explained that therapy has been off. The patient said she had an MRI 3 months ago. The patientalso mentioned that she hadn't charged the implanted battery for about 3 weeks. The patient turned therapy on and adjusted the setting. The patient will maintain stimulation levels and will continue to track symptoms.